Manufacturer narrative:
The device associated with this report was not returned. A complaint database search against product code 961673 found additional reported incidents of damaged plastic protective caps. CAPA (B)(4) was previously initiated to further investigate and determine root cause and corrective actions. Co (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co (B)(4). The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rubber tip on torque wrench cracked.